Manufacturer narrative:
According to the literature article by pass, r. H., hsu, d. T., garabedian, c. P., schiller, m. S., jayakumar, k. A., & hellenbrand, w. E. (2002). Endovascular stent implantation in the pulmonary arteries of infants and children without the use of a long vascular sheath. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 55(4), 505¿509. Https://doi.org/10.1002/ccd.10160, during deployment of a palmaz corinthian on cordis opta lp balloon, disruption of the right pulmonary artery occurred, resulting in death. The device was advanced through a short unknown cordis sheath. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿injury to pulmonary artery¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
According to the literature article by pass, r. H., hsu, d. T., garabedian, c. P., schiller, m. S., jayakumar, k. A., & hellenbrand, w. E. (2002). Endovascular stent implantation in the pulmonary arteries of infants and children without the use of a long vascular sheath. Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions, 55(4), 505¿509. Https://doi.org/10.1002/ccd.10160, during deployment of a palmaz corinthian on cordis opta lp balloon, disruption of the right pulmonary artery occurred, resulting in death. The device was advanced through a short unknown cordis sheath. The devices will not be returned.